Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported "a lt grade 4 bakers contracture." Healthcare professional reported "any crease." Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h3, h6 device evaluation: the device related to the reported event of capsular contracture and crease/folding of implant was received on (B)(6) 2025, with lot number 3267533. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease/folding of implant: observed. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "a lt grade 4 bakers contracture." This is for the left side. Device has been explanted.